Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 4.2 mmol/l and 11.4 mmol/l. The caller reported that these were not the exact readings, but only an estimation. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.